Manufacturer narrative:
Updated fields: b4, e2, e3, g3, g6, h2, h10, h11. Corrected fields: h6 (medical device problem code).

Event description:
It was reported that during pre-use check, and upon power-up, the screen of the cs300 intra-aortic balloon pump (iabp) was blank. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during pre-use check, and upon power-up, the screen of the cs300 intra-aortic balloon pump (iabp) was blank. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the unit and was able to reproduce the reported issue when flexing the coiled cable. The fse resolved the issue by replacing the coiled cable, and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during pre-use check, and upon power-up, the screen of the cs300 intra-aortic balloon pump (iabp) was blank. There was no patient involvement, and no adverse event reported.